Manufacturer narrative:
(B)(4).

Event description:
It was reported ((B)(6)) during a follow-up visit all impedances measured invalid. Reportedly, surgical intervention was undertaken wherein impedance values were tested again by connecting the trial cable to the extension and the issue persisted. Subsequently, the physician opted to explant and replace the extension with a new model which resolved the issue.